Manufacturer narrative:
(B)(4). Physio-control advised the customer that their monophasic device is no longer supported by physio and, as a result, service is no longer available. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their older, monophasic device would not complete the boot-up cycle. The customer advised that the device attempts to power on, but resets by itself in a loop. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.